Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 1/2/2020. D4: batch # t5dh0h. Investigation summary: the analysis found that one psee60a device was returned with the anvil bent upwards and with one gst60t cartridge loaded in the device. The cartridge reload was received partially fired 1/2 with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The device opened without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: the procedure was an exploratory laparotomy. What structure was device clamped? Lung. What troubleshooting steps were taken to open device? Reverse switch remove battery reinsert, and manual override. How was device eventually removed (what was disassembled)? After doing all troubleshooting steps. They released by pushing a square button inside of the stapler by the manuel override lever. Does the surgeon believe that the issue with device caused or contributed to the patient death? No.

Event description:
It was reported that during an exploratory laparoscopy the blade returned to position but would not unclamp from tissue. The manual override failed as well. The patient, who had suffered nine gunshot wounds, succumbed before the device could be removed. They were able to eventually release the device by partially disassembling it.